Event description:
It was reported that during a mitral valve case, there was difficulty placing the endoplege catheter. The catheter was withdrawn and a kink was noted. There was no report of any adverse pt consequences.